Manufacturer narrative:
Device analysis report attached. Per the clinic, the patient experienced an infection and retroauricular abscess around the implant site and subsequently was treated with intravenous antibiotics (specific date and duration not reported). This report is submitted on may 30, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to inflammation. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 07, 2023.